Manufacturer narrative:
Evaluation summary the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received for evaluation. Visual and functional inspection was performed, and no failure was found. The reported failure mode will be treated as not confirmed. The root cause could not be determined as no problem was found with the returned sample. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is underway, the results will be shared upon completion.

Event description:
The customer reported that when the nurse was giving tylenol through the nj tube, she pinched the tubing above the port while giving the medicine so it would not back up and the tubing of the feeding set broke apart in the pump causing a leak. There was no patient injury.